Event description:
The patient was hospitalized for dka on two occasions "this summer"; at this time no additional information is available regarding these events.

Manufacturer narrative:
The pump has not been returned for animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. Animas has contacted the family to obtain add'l info regarding the hospitalization and has not received a response. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.